Event description:
(B)(4)

Manufacturer narrative:
This report is the response to user facility report (B)(4): the replaced parts mentioned in the report: air hpsv, o2 hpsv and power supply has been investigated by the manufacturer. The power supply was found fully functional while the air hpsv and o2 hpsv were found to be out of specifications which led to a temporary mixer problem. At the reported event these problems of the mixer led to a warm start. During a warm start the device opens the airway system to allow spontaneous breathing and posts an alarm. After successfully passing the boot sequence (app. 8 seconds) the ventilation will be continued with the old parameters. Direct after ventilation start a >>mv low<< alarm will be posted until the applied gas volume is larger than the set lower minute volume limit. The reported error codes pin-point to an internal voltage drop due to a power supply overload caused by the mixer (secondary effect of mixer problem). The device behaved as specified for this kind of problem, the case is rated to be a normal component failure after over 10 years of operation.